Event description:
Information received does not address the patient's clinical status but notes that the device would not pace when the ventricular lead was connected to it. The lead tested normal via an analyzer. The atrial connection functioned normal until the ventricular lead was connected to the generator. Normal function was reported with placement of a new pulse generator.